Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled form the distribution node (dn). The pulled trunk cable pulled the heat shrink tubing from the pulse wires, causing a short in the dn. The cause for the pulled cables cannot be positively identified but was likely the result of excessive force on the cable sections. No adverse event resulted from the pulled cable.

Event description:
While evaluating the electrode belt of a (B)(6) female patient for an unrelated issue, a reportable problem was found. The patient's electrode belt had a pulled cable.